Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life transfer set leaked. This occurred after use of the device for peritoneal dialysis (pd) therapy; described as ¿patient had finished dialyzing, iodine was leaking from the catheter tube. Patient had to go to hospital to have the catheter changed¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.